Manufacturer narrative:
On july 12th, 2020 mentor became aware that the initial report with manufacturer report number for the left side reported in error. The submission is not for this case. Note: please refer to manufacturer report number 1645337-2020-05886 for other cases with the same patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: ptosis grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent an unknown breast surgery with unknown breast implants which the patient experienced right side ruptured, capsular contracture baker grade iii , and hematoma and issue with ptosis grade ii on the left side after implantation. The issue was confirmed by the physician. As a result, patient underwent bilateral removal and replacements as follow: right replaced with cat#: 3505504bc, sn#: (B)(4), and left replaced with cat#: 3505504bc, sn#: (B)(4) plus capsulectomy on the right side on (B)(6) 2020. This report is for the left side.